Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 4.1 mmol, 2.4 mmol. Tests were done within 10 minutes with a difference of 1.5 mmol. Pt did not experience any adverse events. No further info has been reported.